Event description:
Literature was reviewed regarding a meta-analysis review of transcatheter and surgical aortic valve replacement in low- and intermed iate-risk patients. Transcatheter valves manufactured by medtronic (corevalve, evolut r, and evolut pro), edwards lifesciences (sapien, sapien xt, and sapien 3), boston scientific (acurate ta and acurate tf), direct flow medical (direct flow), and other or unknow n/unreported companies were evaluated in the study. The authors assessed all-cause mortality at 30-day, one-year, and long-term (more than one year after implant) time points. No evidence was presented to suggest that a medtronic transcatheter valve or its funct ion contributed to any of the deaths. Other adverse events included in the analysis were as follows: stroke (including disabling strokes and all neurological events), vascular complications (major and minor), new permanent pacemaker implantation, aortic valve rei ntervention, aortic regurgitation (mild to severe), acute kidney injury, major bleeding (or greater severity), and atrial fibrillation (new or worsening). No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: thourani vh, et al. The international society for minimally invasive cardiothoracic surgery expert consensus statement on transcatheter and surgical aortic valve replacement in low- and intermediate-risk patients: a meta-analysis of randomized and prope nsity-matched studies. Innovations (phila). 2021 jan-feb;16(1):3-16. Doi: 10.1177/1556984520978316. Epub 2021 jan 25. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.